Manufacturer narrative:
(B)(4). P-cap, reservoir locks properly into place. Insulin pump successfully downloaded traces and history file using thump. Unit passed displacement test, rewind test, prime, seating test, force sensor test, basic occlusion test, occlusion test, active current measurement, and self-test. No unexpected alarms noted during testing. However, unit received with unexpected battery power loss and had high sleep current. After swapping pcb 2 with a test board, sleep current measurement passed. Problem isolated to pcb 2. The following were noted during visual inspection: minor scratches on case.

Event description:
I information received by medtronic indicated that they did receive a low battery alert prior to the replace battery alert. The customer reported that this was second occurrence that they did  receive a low battery alert prior to the replace battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.